Event description:
Pt receiving cardizem via a hospira infusion pump. Was also receiving maintenance IV fluid. Pump was running in "concurrent" mode. Nurse inadvertently change position of IV bags on tubing, didn't clear and reprogram pump, so each fluid infused at the other's rate. This resulted in the pt receiving cardizem 75 ml/hr, when desired rate was 7 ml/hr. This infused for approx 72 mins. Pt developed bradycardia, hypotension. Required administration of add'l medications and transfer to ICU. Expired later that day.